Manufacturer narrative:
Continuation of d10: w1dr01 ipg, implanted (B)(6) 2024; tyrx-aae, (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced an infection after a generator change with an absorbable envelope. Post implant the physician noted seroma inside the pocket. A culture swab was obtained at the time that showed propionibacterium. The pocket was drained and the patient was given antibiotics. The patient attended a follow up where swelling was noted at the site of implant. The patient also experienced discomfort, purulent discharge and blood/pus at the implant site. The leads were explanted and the implantable pulse generator (ipg) was used temporarily before being explant and the system replaced. Remnants of the absorbable implant where noted to still be in the pocket. No further patient complications have been reported as a result of this event.